Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h203 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h203 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photograph and smart card is still in progress. A supplemental report will be filed when the analysis is complete.

Event description:
The customer sent an email to report that a tubing leak had occurred during an ecp treatment. The leak was observed approximately 9 minutes into the procedure. No leaks were observed during kit prime. The treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported that the patient was stable and received their scheduled ecp treatment immediately afterwards with a new kit on a different instrument. The customer has returned a photograph and the smart card for investigation.

Manufacturer narrative:
The smart card and a photograph was provided by the customer for evaluation. A review of the data recorded on the smart card shows an alarm #56: red cell pump error occurred during prime, and again during the procedure before the procedure was aborted. A review of the customer provided photograph shows a blood leak on the instrument pump deck verifying the tubing leak. The leak appears to be coming from the tubing in the pump tubing organizer (pto). The exact location of the leak within the pto could not be determined based on the photograph. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the tubing leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. 05/07/2019.